Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information requested, received and reported, that the patient experienced cystoid macular edema (cme) and haptic issue. The surgeon prognosis was good.

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been 1 other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that post implantation of an intraocular lens (iol) the patient experienced blurred vision - not correctable; decentered unable to reposition and iol exchange. Post implantation after one month the lens was replaced with other lens. Additional information has been requested.